Manufacturer narrative:
The unit had a button error alarm and an intermittent button response due to a corroded keypad. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube window.

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.